Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. Troubleshooting was done. The customer reported that there were no visible leaks on the insulin pump. The customer reported air bubbles in the tubing of the insulin pump. The customer also reported that there was blood on the needle of the infusion set of the insulin pump. The customer reported that the cannula of the infusion set was occluded. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. It was reported that the insulin pump passed the high pressure test. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.